Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned/non-emergency treatment procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting included a database consistency test, which the system failed. The fse then performed a database consistency repair, generating a repair file. The fse re-installed the software of the host pc. After re-installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that disk space was low. The device was int clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.